Event description:
It was reported that post procedure after to discharge the patient experienced inadequate stimulation. Upon review, it was noted that this device recently implanted exhibiting oversensing, pacing inhibition and loss of capture. Reprogramming efforts were performed. Currently, this product remains in service and no additional adverse patient effects were reported.